Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported as straight forward, the aortic neck was 3 cm in length. The physician unintentionally implanted the stent graft partially covering the renal artery. The physician in inadvertently implanted the stent graft slightly higher than intended. A bare metal stent was implanted in the renal artery and there was good blood flow through the renal artery. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion); incorrect technique/procedure (user related; covering the renal artery). Conclusion: operational context contributed to event (user related; covering the renal artery).